Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.5 x 33 mm xience xpedition stent strut broke while advancing in the guide catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed; however, there was noted stent damage. The stent was noted to be flared and bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while advancing, interaction with the guiding catheter resulted in the reported/noted stent break/damage (flared, bent). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.